Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead. The lead had an apparent fracture, oversensing and an impedance increase was seen. The rv lead was capped and replaced. No further patient complications have beenreported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device andhave analyzed the data. Analysis revealed there was oversensing with the short v-v interval of less than 220 milliseconds with 6 episodes of ventricular fibrillation and 10 episodes of non-sustained ventricular tachycardia noted in the save to disk on (B)(6) 2012. There was also interference/noise with most of the ventricular short interval counts included in the lifetime count of 1363 occur beginning (B)(6) 2012. Additionally, there was high resistance/impedance with rv pace lead impedance rises from a baseline of approximately 400 ohms on (B)(6) 2012 to 1264 ohms on (B)(6) 2012. Concomitant product: 5076 implantable pacing lead, (B)(6) 2002. (B)(4).